Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received indicating the event occurred during surgery. The case was completed using the same equipment and accessories. There was no patient harm.

Event description:
A customer reported that the illumination system needed changing. Timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).